Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the last coil of the procedure was unable to be released. When trying to release it again, the physician felt stretching but saw the coil had released. It appeared afterwards that it was the pusher of the coil was stretched. There was no reported injury to the patient.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher body coil stretched and broken at the middle section, and the implant not attached to the pusher. The implant and the proximal portion of the pusher were not returned for evaluation. The burnt heater coil indicates thermal detachment did occur. Further investigation found the pusher's monofilament profiled a mushroom shape, which also indicates the implant successfully experienced thermal detachment. The broken condition of the pusher is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
Please see section h10 for the device investigation results.